Manufacturer narrative:
Review of the instrument data found no problem occurred during the sample transfer. No flags were logged by the surveillances. During the course of this investigation, a run was performed on the instrument by the field service representative with negative material (water run). All results of the run were negative. Additionally, until the closure of this investigation, for subsequent runs performed by the customer on the instrument the claimed behavior has not repeated. Additionally, investigation of the reagent kit did not identify any product issue. (B)(4).

Manufacturer narrative:
Further investigation is ongoing. A follow up report will be filed upon completion of the investigation. (B)(4).

Event description:
A customer from the us alleged discrepant results of sars cov-2, between two different instruments during the use of the cobas® sars-cov-2 assay on the cobas@ 8800 instrument. The initial run #4932 of 94 samples originally generated a sars-cov-2 positive result on 47 samples on cobas 8800 system sn (B)(4) . The same samples were retested on a different cobas 8800 system and generated sars-cov-2 positive results on 7 samples. Another run of 94 samples on cobas 8800 system sn (B)(4) generated a sars-cov-2 positive result on 32 samples. None of the positive results were released to patient. No harm was alleged. Investigation on the provided data by the customer revealed no hardware related issue. The ultrasonic data did not show any sign of problem related to the pipetting. The tightness check of the sample pipettors was performed on (B)(6) 2021 and was successfully passed. Furthermore, looking at the distribution of the positives samples, no specific pattern could be identified which could be correlated to an instrument issue. The two reported runs show a mix of positives samples for both targets, positive samples for target1 and presumptive positive samples (target 2 is positive, target 1 is negative). The fsr was on site and did not see any signs of contamination/droplets on the instruments. A water run was also performed and all results were negative.